Event description:
It was reported the injector cartridge was defective and tore the optic of the +21.0 diopter aq2010v three piece silicone lens in two places. The lens was not implanted and there was no injury to the patient.

Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Device or device component damaged by another device. Evaluation method: lot order search. Results: the lens was received cut into two pieces and a piece of the optic was torn off and missing. The tip of the cartridge was damaged and there was evidence of a clear surgical residue. A lot order search was performed and there were two similar complaints found. Conclusion: based on the complaint history, lot order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).